Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, an infold was observed. No patient complications were re ported as a result of this event. Additional information was received that the infold happened while attempting the first deployment. The valve was withdrawn from the patient and another system was used for a successful implant.

Event description:
Additional information was received that a 15-20 minute procedural delay occurred in result of the infold. Per the physician, annular calcification contributed to the infold.

Manufacturer narrative:
Image review: ten cine images of the event were provided. There was no computed tomography (CT) scan or executive summary provided for anatomical considerations. There was a fluoroscopic valve load inspection provided and appears to be a misload with crown overlap past the fourth node. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. After a pre-implant dilatation the valve was attempted to be implanted which resulted in a visible infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. The infold was not identified, recaptured and redeployed which showed a more constrained infolded valve. It was reported that the infolded valve was removed, and a new valve was loaded. Evidence shows the new valve was not a misload and deployed. No patient complica tions were reported as a result of this event. Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID {d-evprop23-29}; product lot/serial number {unknown}; product type: {0195 - heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, an infold was observed. No patient complications were re ported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.